Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint devic was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis and slow flow occurred. Vascular access was obtained via the right femoral artery. There were two target lesions. Target lesion #1 was a 90% stenosed and was located in the first diagonal branch. Target lesion #2 was a 99% stenosed and was located in the mid lad. After a 6f introducer was placed, an angiogram was performed and revealed that the lesion as very tortuous and disease vessel. The physician was elected to go to the left side and so fluoroscopy was done. The physician had some trouble getting up to the lesion as it appeared to be a starburst perforation. Because of that, it was elected to place a 7x17 non-bsc stent at 10 atmospheres. The procedure was continued and initially placed a right coronary catheter and then a 3.5 non-bsc guide catheter. The right coronary artery did not show any significant disease other than the proximal part of the vessel which was 50% narrowed. A thrombus was present in the midsection of the lad and there was very sluggish flow, both in the lad and the diagonal branch. Therefore, a choice floppy wire was placed down to the diagonal branch and an intermediate guidewire was placed in the lad. A 2.5x20 emerge balloon catheter was advanced over the intermediate wire across the mid lad for pre-dilation and was inflated at 8 atmospheres for 19 seconds. The balloon was inserted again and advanced over the floppy wire but it failed. The balloon catheter was exchanged to a 2.0x20 emerge balloon catheter and was advanced over the floppy wire but the balloon was unable to cross the lesion. The balloon catheter and the floppy wire were removed from the patient and a 3.0x20 synergy stent was advanced across the mid lad and was deployed at 14 atmospheres for 18 seconds. Then post dilation was done at 20 atmospheres using a non-compliant balloon catheter. The stent delivery system was retracted into the guide wire and both of the devices were removed from the patient¿s body. Then a 182cm choice pt wire was advanced in the first diagonal branch. And followed by advancing a 2.0x15 emerge balloon catheter over the wire. The balloon was inflated at 6 atmospheres for 7-6 seconds and the procedure was completed. No further patient complications were reported.